Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had issues with the sensor. Customer's sensor glucose reading was 80 mg/dl but his blood glucose level was 42 mg/dl. The customer treated with glucose tablets. The customer's blood glucose level dropped to 27 mg/dl. He had a memory deficit. The device was not returned.